Event description:
A hospital nurse manager reported that perforation of the esophagus occurred as a hospital physician attempted to intubate the esophagus during an esophagogastro duodenoscopy procedure (e.g.d.). The pt was taken to the intensive care unit before being transferred to another facility. Background: the nurse explained that since intubation was not immediately accomplished, the procedure was cancelled and the pt was monitored for approximately 45 minutes. During this time, no abnormalities were detected and the pt's vital signs were fine. Before returning the pt to their room (pt was an in-patient), the physician examined their neck. Following the exam, he ordered an upper gi exam; the order stated only that the pt could not be intubated during the procedure. Test results revealed perforation of the esophagus. The perforation was surgically repaired and as of 1/01 the pt remains hospitalized due to unrelated health problems.